Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: not applicable, as lens remains implanted. (B)(6). (B)(4). Device evaluation: sample is not available for return since it remains implanted. Therefore, the product evaluation could not be performed. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints for this production order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on the (B)(6) 2010 the surgeon implanted a tecnis 3 piece, 22.5 diopter. During the follow-up visit on the (B)(6) 2019 the surgeon saw a lot of glistening. This disturbs the patient very much. The surgeon then planned to explant the lens on the (B)(6) 2019 and he will implant another tecnis lens. It was learned through further follow-up that the scheduled explant has been cancelled because the patient had a heart attack. So far, no future planned intervention is scheduled. No additional information was provided.